Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional healthcare professionals able to provide additional information: (B)(6). (B)(6).

Event description:
Healthcare professional additionally reported "chronic fluid collection", capsular contracture baker grade ii, "chronic inflammation", and "tnm bia-alcl stage 1 (confined to capsule) several month history of breast discomfort, hardness and change in breast shape prior to diagnosis." Pathology has reported "numerous clusters of cd30 positive cells", however alk- has not been reported or confirmed.

Event description:
Additional information provided from the healthcare professional reported the explant came back noted bia-alcl. Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device has been explanted.

Manufacturer narrative:
Visual device evaluation: encapsulation is observed in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Implant md name: dr allen rezai explant md name: (B)(6) institution: (B)(6) hospital address: (B)(6), , s10 3br city, postal code, country: (B)(6) email:(B)(6)

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reports capsular contracture baker grade IV. This relates to the right device. Device remains implanted.